Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) alerted due to high impedance on the low-voltage portion of the right ventricular (rv) lead. The patient underwent surgical revision of the lead. During the procedure, it was discovered that the lead and ICD were poorly connected. The lead and device were reattached and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted that on (B)(6) 2015 the rv pacing impedance spiked to greater than 3000 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.